Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken ceramic sleeve. Broken pieces were missing as a result of breakage. The broken pieces were not returned with the instrument. Ceramic sleeve does exhibited scratch marks. The complaint was confirmed by failure analysis. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument's hard plastic at the tip, just below the actual spatula, is chipped. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was detached or missing from the portion of the device that enters the patient's body. No fragment falling inside patient anatomy. The instrument has been shipped. No photos or video available. There was no patient involvement.